Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All test results were within range specification. The readings the customer reported were found in the meter memory however, they were not obtained within a ten minute time frame.

Event description:
A customer reported that on (B)(6) 2011 at 10:30 am, she received within ten minutes the following readings on her freestyle lite blood glucose meter: 37 mg/dl, 120 mg/dl and 49 mg/dl. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. The customer additionally reported she experienced weakness, headache, tingling hands and numbness in her lips and tongue. No third-party medical intervention was required. The customer reported she drank orange juice and took ibuprofen to counteract the event. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.